Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 12 years old and was last returned to the manufacturer for repair on (B)(4) 2012. Initial inspection revealed that the comb was bent. Customer did not send in their ratchet or cutters which could have also been damaged. The cause of the reported issue is most likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher had a damaged comb. There was no report of injury or medical intervention associated with the incident.